Event description:
On (B)(6) 2015, the reporter contacted animas alleging x. There is no indication that the product issue caused or contributed to an adverse event. It was reported that the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates. No additional information was provided and further troubleshooting was unable to be completed. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 06/02/2016 with the following findings: the black box data from the date of the event had been over written due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. The alleged issue could not be duplicated.

Manufacturer narrative:
Follow-up #1 date of submission 02/09/2015-correction:on 01/03/2015, the reporter contacted animas alleging an inaccurate delivery issue.